Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-06509) .correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in clinic for a routine follow up when communication to the device could not be established with multiple tries. The device was explanted and replaced.